Event description:
It was reported that when using the bd pyxis¿ medbank mini system user was unable to issue item. The customer stated that this malfunction occurred while dispensing the medicationhowever, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue item. A technical support specialist (tss) restarted the application service to process pending messages and monitored the system until completion. The tss then confirmed with the customer that the item could be issued successfully, indicating that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.